Manufacturer narrative:
The actual device was returned to the manufacturer for physical evaluation and determined to be functioning according to product specification. There were no signs of any physical damage. The heater tray/scale was not obstructed. Two simulated treatments were performed using the received cycler, and there were no alarms or problems that occurred during testing. A simulated treatment was performed and completed without any failures or problems occurring. The weighted fluid volumes were compared against the programmed fill value, and the weighed volumes for each fill phase was determined to be within expected tolerance for the liberty cycler. The valve actuation test, system air leak test, and patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered in the internal inspection of the cycler. There were no device malfunctions that would have caused the reported event. A device manufacturing record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specifications.

Event description:
A continuous cycling peritoneal dialysis (ccpd) patient called technical support to report he was not draining and the cycler was giving the drain complication alarm. During the call, he mentioned he had hernia repair surgery on (B)(6) 2015. Upon follow up with the patient's pd nurse: she confirmed the patient did have hernia repair surgery. She was unaware of any large drains or overfills that may have occurred prior to this event and there was no documentation in the patient's chart. She could not say for sure if the cycler caused or contributed to the event as she was not technically trained. In this particular case, the patient was able to continue with ccpd following the surgery. The patient remains with the ccpd program using the replacement cycler without additional issues. Patient medical records were requested.

Manufacturer narrative:
The post market surveillance department has requested the patient's medical records but they have not yet been received. The plant investigation is pending. A supplemental medwatch report will be submitted upon completion of the device and clinical investigation.